Manufacturer narrative:
After further investigation, it was identified during pre use check that the safety disk was expired. No other malfunction identified. Hence, this is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
After further investigation, it was identified during pre use check that the safety disk was expired. No other malfunction identified. Hence, this is a non-reportable event, making it non-reportable to the FDA.  As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) had prompt sd and battery replacement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address- (B)(6). Event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After receiving further updates, it was determined that pim module was damaged and hence the complaint is determined to be valid. Kindly disregard the previous rationale. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e1 (initial reporter name, event site email), e3, g3, g6, h2, h3, h6 (health effect ¿ impact codes), h11. Additional reporter name: (B)(6).

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) had prompt sd and battery replacement during pre-use check. There was no patient involved.